Manufacturer narrative:
.

Event description:
The customer reported oil mist coming from their unit. The customer reported an employee with complaints of dyspnea, dry throat, and dizziness. The employee did not seek medical attention or require treatment for his symptoms. The asp field service engineer repaired the unit.